Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a lead fracture that noted a high pacing impedance and high pacing threshold which resulted in a loss of capture (loc). A new lead with a different model was implanted. No adverse patient effects were reported.